Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. It was reported by the patient's parents that the lead was replaced due to "being defective." Follow up with the hcp reported the lead was replaced due to impedance increases, inappropriate shocks, early signs of potential fracture, and the "risk of infection." There were no further patient complications reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications5 no conclusion can be drawn mpedance, high lead(s), fracture of shock, inappropriate.

Event description:
It was reported by the patient's parents that the lead was replaced due to "being defective." Follow up with the hcp reported the lead was replaced due to impedance increases, inappropriate shocks, early signs of potential fracture, and the "risk of infection." There were no further patient complications reported as a result of this event.